Manufacturer narrative:
Complaint#: (B)(4).

Event description:
Right-side urethral erosion in a proact patient. The patient was unilaterially explanted.

Manufacturer narrative:
Health effect - impact, type of investigation, investigation findings, and investigation conclusions codes updated after completion of device analysis. Uromedica complaint # (B)(4).